Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas 8000 e 602 module. The sample initially resulted in a troponin t value of 20 ng/l. The sample was repeated twice, resulting in values of 25 ng/l and 14 ng/dl.